Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon stated he was having difficulty getting the clips to close during the case. The patient experienced a post-op leak from the cystic duct stump. This occurred approximately a couple weeks ago. The patient was re-op'd.rep attempting to obtain additional details at this time. 08/13/97 the surgeon, indicated that he had problems in two cases with co's clip appliers, where the clips did not appear to be secure. In the case of the cystic artery on both cases, he was able to control with electrocautery, however, he did have two cases of post operative bile leaks both of them were handle with ercp's and stinting. There is no permanent sequelae. He will return and clips appliers that do not appear to be functioning normally. There was no clips or any other material for co to examine.